Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced diabetic ketoacidosis and the blood glucose level was approximately 900 mg/dl to treat it the patient bolused via the pump and injected multiple daily injection. Reportedly, his infusion had fallen off and he received high alert. Further, the infusion set was used for less than two days. Subsequently, on (B)(6) 2020 (approximately), the patient was admitted to the hospital and received some unspecified drug intravenously and fluids which resolved the issue. On (B)(6) 2020 (approximately), he was released from the hospital with no permanent damage. No further information available.